Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was having recurring issues with the insulin pump. The insulin pump sent him a signal that his blood glucose level was low, around 76 mg/dl, however his blood glucose level was 46 mg/dl. He ate dark chocolate, dried cranberries, and an orange. He also experienced a high blood glucose level of 500 mg/dl and then his blood glucose level dropped very low. The customer was not feeling well and the paramedics arrived during the call. It was unknown if the customer was taken to the hospital. The customer was advised to call back to provide further details and finish troubleshooting. The device was not returned.